Event description:
Blood leaks occurred after start of hemodialysis treatment. The blood loss volume was not reported. The dialysis center reported that blood leaks occurred in five different lots for 9 patients. However, the number of patients and products involved in each concerned lot is unknown.